Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary cabinet smart half height cubie drawer 4.2 pocket e4 was broken. A field service engineer had remotely dialed into the station and released the failed pocket. Post that was able to recover the drawer but was not able to recover the pocket hence had recovered the drawer in the application and the failed pocket was removed but not recovered to resolve. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer and cubie were failed. The customer reported that the malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A supplemental MDR was submitted to reflect the correct - type of investigation codes.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer and cubie were failed. The customer reported that the malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.